Event description:
It was reported that the atrial lead had increased thresholds and decreased sensing, and that the right ventricular lead had increased thresholds, no sensing or capture, and low impedance of 100 ohms. The leads were capped and replaced. The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; proximal segment returned and analyzed.